Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was identified inside a large volume infusor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: (B)(4) 2016 ¿ (B)(4) 2016. The actual sample was not returned; however, a photographic sample was received for evaluation. During inspection, a fragment of rod-shaped coil cap shaving was located inside the device housing. The reported issue was verified; however, the coil cap shaving was not in the fluid path. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.